Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the first of 6f/7f mynxgrip vascular closure device (vcd) ¿failed before deployment, it was dripping.¿ ¿the balloon had a hole in it.¿ they then used a second 6f/7f mynxgrip vascular closure device (vcd) for the same patient from the same box and ¿it deployed properly¿ but ¿it didn¿t take¿ so they held pressure. There was no reported patient injury. The devices were used in patient. The devices were stored as per labeling and opened in sterile filed. No additional information is available. The devices will be returned for analysis.

Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: 3004939290-2021-02278. Complaint conclusion: as reported, the first of 6f/7f mynxgrip vascular closure device (vcd) ¿failed before deployment, it was dripping.¿ ¿the balloon had a hole in it.¿ they then used a second 6f/7f mynxgrip vascular closure device (vcd) for the same patient from the same box and ¿it deployed properly¿ but ¿it didn¿t take¿ so they held pressure. There was no reported patient injury. The devices were used in patient. The devices were stored as per labeling and opened in sterile filed. The devices were returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon proximal tip. The sealant and advancer tube were found inside the outer cartridge tubing. The syringe was connected to the device with the stopcock open. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon approximately 2 mm from the balloon proximal neck. A product history review of lot f2103903, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined; however, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.